Manufacturer narrative:
Candela acknowledges receipt of the medwatch report # (B)(4) from the FDA. Candela received the initial report of event on (B)(6) 2018, a complaint was opened and an investigation was performed and documented based on information available at that time, including a risk assessment. After receipt of additional information from medwatch report #(B)(4), candela re-evaluated and learned that two (2) individuals sought medical attention and accordingly submitting this MDR.

Event description:
On (B)(6) 2018, candela received a copy of medwatch report # (B)(4) from the FDA for a product problem (other serious (important medical events) (B)(6). This report described the event or problem as follows: during a patient procedure the vbeam dermatology laser began to emit a strong odor. There was no smoke, spark, flame or heat noted. Environmental safety was pages immediately and responded to the area. They performed an air quality test that was negative. They also performed a test fro heat and found none. The patient undergoing the procedure felt faint and was subsequently examined by a physician and cleared. The clinical assistant (ca) assisting with the procedure also began to feel faint as well and was take to a neighboring hospital to be examined. Two code blue calls were activated immediately following the development of symptoms by the patient and the ca. The dermatology program administrator and the program nurse evacuated patients, families and staff to a lobby area. Patient relations staff was called to be available to patients/families and they distributed parking vouchers. As soon as it was safe, all those evacuated from the area were returned to the area and programs resumed normal operations. Patients scheduled for dermatological laser procedures for the following 2 days were contacted for cancellation of appointments.